Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with normal operating currents. The insulin pump was also received with a cracked case at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump had an unresponsive keypad. The caller stated that the customer removed the battery, and the insulin pump alarmed failed battery test. The customer removed the battery several times, and the insulin pump reset itself. She stated that on the last time the customer did so, the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.